Event description:
A call was rec'd from or inventory co-ordinator at hospital regarding a medical event that occurred during a scar revision back release procedure. Reporter said that during the procedure the screws holding the width blade clamp over the blade backed out of the clamp, the blade came loose and disconnected from the oscillating pin. This resulted in a deep cut in the donor site and a second location had to be found for the procedure. Reporter further stated that sutures were not taken. The dermatome was sent to biomed dept. For evaluation. Co was contacted by the biomed dept on 12/9/98. Biomed stated that the biomed dept could not determine the cause of the event. The unit would be sent in for evaluation and repair.